Event description:
It was reported that the patient's leadless pacemaker could not be interrogated with an external programmer. No intervention was performed. The patient condition was stable.

Manufacturer narrative:
Further information was requested, but not received yet.

Manufacturer narrative:
Additional information was requested, but not received yet.

Event description:
New information received indicated the leadless pacemaker could not be interrogated due to an outdated software version on the device. The device was also noted to be in back up mode. No additional information was provided.

Manufacturer narrative:
Corrected h6 coding and section e for hcp info.